Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that right plunger case cracked. During set-up for flow testing, the reported problem was duplicated on flange error, could not repeat speaker problem. The root cause of the error was found to be the ear clip was broken. Replaced ear clip and opto-coupler as a preventative measure. Replaced speaker also as preventative for customer stated speaker issue.

Event description:
It was reported that there was alarm issues/speaker failure/ broken syringe flanger. No patient injury was reported.